Event description:
Information was received from a patient representative (rep) regarding a patient receiving unknown drug via an implantable pump for unknown indications. It was reported that the patient had a pain pump surgically implanted on (B)(6) 2026. The patient rep stated that there were complications with it after it was filled for the first time and the patient ended up in the intensive care unit (ICU). The patient rep stated that a manufacturer representative came out and turned the pump off but never gave them further instructions. The pump has been turned off for several weeks now, and the patient rep stated they were told that once it was off for that long it could not be turned back on. The patient rep stated they needed to know what to do next about it and also if it still had medication in it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.